Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was not working. Upon troubleshooting, fse found that the wi-fi pedal light was permanently red and upon functional analysis, fse identified the color of the battery indicator was green. To resolve the issue, fse replaced the wireless footswitch and base station. The defective wireless footswitch and wfs base station were returned to philips for failure analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis, however the replacement of the wireless footswitch and wfs base station by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as an emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). The correction has been implemented, and the system has been returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch was not working. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.